Event description:
It was later reported that the patient underwent a full revision due to high impedance. The suspect product has not been received by the manufacturer to date.

Event description:
It was reported that prior to surgery high impedance was seen on the patient's device. The patient is referred due to a full revision due to high lead impedance being seen on the patient's device. The battery is noted to be at intensified follow-up indicator: yes. The patient was later noted to be scheduled for surgery.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Later analysis of the returned generator revealed the high impedance had occurred earlier than previously specified. Only the generator was received and underwent product analysis. No anomalies were located on the generator. The suspect product has not been received to date, indicating that it was likely discarded as it was not received with the returned generator.